Event description:
It was reported to technical services on 1/13/11 that this patient was put on antibiotics due to erosion. The lead remains implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).